Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a piece broke off the set when spiking normal saline 1000ml. The tubing was in the pump and connected to a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of spike breakage was confirmed. During initial visual inspection, it was noted that the drip chamber spike was broken. The broken piece of the spike tip was not received with the set. Further visual inspection of the area around the drip chamber spike found that the breakage was a ductile fracture, as evident by the plastic deformation and rougher surface. This indicated that the fracture did not occur during the molding process. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report of spike breakage was not identified.